Manufacturer narrative:
On 12nov2019 the patient (pt) provided the treating eye care provider¿s (ecp) contact information. On 19nov2019 a call was placed to the pts treating ecp and additional medical information was provided: the pt was seen in (B)(6) 2019. The pt did not have an ulcer, but ¿it was more of a superficial corneal erosion.¿ the erosion was not in the central cornea and was not infectious. The pt was prescribed tobradex bid for 1 week and was supposed to return for a follow-up visit. The pt did not return for the follow-up visit and had not returned to the ecp since that time. No additional medical information was provided. No additional medical information is expected. With the receipt of the additional medical information provided by the pts treating ecp on (B)(6) 2019 the event was re-evaluated and determined not to be a serious reportable medical event. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2019, a patient (pt) called to report an ¿small ulcer¿ in the right eye (od) while wearing acuvue® oasys® for astigmatism brand contact lenses (cl). The pt stated that 4 cls caused discomfort in the od after 10 days of use. The pt experienced eye dryness when the cls were removed. The pt reported that the first cl from the box ¿caused an ulcer in the od.¿ the date of event was approximately a month and a half ago. The pt visited an ophthalmologist (unspecified date and contact information) and was prescribed tobradex 1 drop bid for 5 days. The pt reported that the od is currently fine. The pt uses arlit multipurpose solution to disinfect cls. The pt reported a 1-month wear schedule and does not sleep in the cls. No further information was provided. Multiple attempts were made to contact that pt to obtain the treating ophthalmologist contact information. No additional information has been received. The suspect od cl was discarded. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00pb8t was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.